Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter became damaged following a lightening storm. The prongs were removed and inside, the device was charred. The device would be replaced.